Event description:
It was reported when using the bd max¿ system, bd max¿ instrument false positive results were produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: 'customer is experiencing problems with this assay. Samples positive for rotavirus also sometimes get positive for adenovirus. When you look at the curves, it looks very much like crosstalk between the channels that detect rotavirus and adenovirus. In some cases it then unfortunately happens that adenovirus are answered out to patients as positive, even though this is not the case."

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument false positive results were produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: 'customer is experiencing problems with this assay. Samples positive for rotavirus also sometimes get positive for adenovirus. When you look at the curves, it looks very much like crosstalk between the channels that detect rotavirus and adenovirus. In some cases it then unfortunately happens that adenovirus are answered out to patients as positive, even though this is not the case."

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). As indicated by the complaint reporter, there was obvious cross talk between the two channels. There was not sufficient information provided to determine how the complaint was resolved. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for ct1090 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct1090 was reviewed and revealed no previous complaints related to false positives. The root cause is attributed to crosstalk, although the resolution is unknown. Bd quality will continue to closely monitor for trends associated with this complaint.